Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The device is part of the advisory for this model.

Event description:
It was reported that when opening the box, it was noticed that the distal part of the coil was strangely stretched. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that when opening the box, it was noticed that the distal part of the coil was strangely stretched. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.